Event description:
A report was received from a user facility in (B)(6) stating: "the vitrectomy cutter stopped working after a few seconds of use." Additional info received stated the cutter was in the eye when the failure occurred. Another cutter was used to complete the procedure. There were no further problems and no pt injury was reported.

Manufacturer narrative:
The device was received in a (B)(4) bag without the original packaging. The lot number could not be verified: however, returned documentation does support that the device returned was most likely u7770. The tip protector was not returned. A test chamber had been placed over the needle and pushed onto the body of the cutter to hold it in place. Visual inspection of the needle noted it had been returned bent and that it had been returned with a piece of tubing over the needle to provide needle tip protection. The port window was in the opened position and dried solution was visible in the tubing. A functional test was performed using a stellaris system. The cutter cut intermittently at 5000 cpm. The cutter assembly, contained within the stellaris 23 gauge posterior vitrectomy pack is mfg by midlabs. The MFR has been contacted. Investigation is ongoing.